Event description:
The lay user / patient contacted lfs alleging inaccurate readings on their one touch verio meter. The patient had obtained a 381 mg/dl, 134 mg/dl and a result of hi within 20 minutes from one another. The patient denied exhibiting any symptoms due to the alleged issue and did not seek any medical attention. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient the results provided by the patient is greater than 20% and or 20 mg/dl.

Manufacturer narrative:
(B)(4): the meter passed testing and met specifications. No faults were found. The primary complaint was not confirmed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.